Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant of an implantable pulse generator (ipg) this lead became 'stuck' in the atrium. The physician elected to cut and cap the lead, did not want to attempt removal due to risk to the patient.